Manufacturer narrative:
D9: date returned to mfg: 12/11/2024. Received three (3) used. List#: mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; no visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested and performed to product specifications. A device history review (DHR) lot# and relevant commodities were reviewed of lot#: 14001779 and the following discrepancy was identified: discrepancy: "during visuals inspection on 05/11/2023, shift a2 for press d10 item: r1-16382 (microclave body, clear, pc); molding qa found cavity j25 has pulling measured at 0.081 max allowed is 0.010. After bracketing totes 233-400 were affected. Qa also found gate flash and damage due to broken insert pin on during consumption of p/n r1-" "b1 operator noticed parts stopping machine frequently. It was found cavity j17 with a broken inserts pin. Also, it had gate flash by the thread." "On 3/28/2024, a2 operator on hsm-3 noticed parts stopping the machine frequently upon closer inspection it was discovered that the bodies, specifically j17, had gate flash by the thread. Part#: r1-16382, lot#: 13575236,".

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that 3 devices were leaking at the piv connection during use on a patient. The device was changed out. There was patient involvement, no patient harm and unknown delay in therapy.